Event description:
It was reported that an ilet user received an ¿insulin not available¿ message after announcing a meal while the device was in the middle of a cartridge and tubing change, and insulin delivery resumed after completing the change and the user re-announced the meal within 30 minutes. Symptoms included elevated blood glucose at 215 mg/dl with glucose above 180 mg/dl for approximately 30 minutes. Outcomes included transient hyperglycemia without hospitalization or injury. Investigation included customer support troubleshooting and user education to complete the cartridge and tubing change and resume insulin therapy. Investigation of this case revealed that the message occurred during an active cartridge and tubing change, consistent with temporary interruption of insulin delivery, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.